Manufacturer narrative:
The device was requested but was discarded by the facility. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event.

Event description:
It was reported by the materials department that during a prp injection of the knee when the surgeon went to push the plunger the syringe came apart from the needle spilling the prp. The surgeon was not able to complete the procedure. Additional information-the facility reported the injection took place in the office and the injection was not part of a surgical procedure. The fluid was only in contact with the patient.